Event description:
According to the information received, a distributor reported that within the patient's closed box of 30 were 7 catheters where the tip was sealed on the outside of the sleeve.

Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Based on the information received, there was no injury. Should the device or additional information be received, an addendum to this report will be filed.